Manufacturer narrative:
Additional reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: 387.337 - 1348883 article and lot does not match, the lot belongs to the semifinished part 50131166 of the article 387.337. The 50131166 - 1348883, manufacturing location: (B)(4), manufacturing date: 29.apr.2005. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in august 2005. No ncrs were marked in the DHR during production. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and a manufacturing investigation action was conducted/performed. The report indicates that: we have forwarded the received synframe ½ring (387.337 / 1348883) to the responsible manufacturing site for investigation, here is the statement: upon visual inspection, the article is in a used condition. On the entire surface of synframe ½ ring are traces of use present. According to the reported issue of this compliant can the two synframe ½ ring 387.337 not anymore screwed together to a complete ring as intended. Therefore we were investigating if connecting screw 50131167 is within specification. According to drawing, m7x0.75 mm connecting screw 50131167 is designed with a hexagonal 3.5 f10 mm driver. For inspection hexagonal gage had been used. Go and no-go sides of the gage pass with much clearance. The hexagonal driver is strongly damaged and deformed. It has been determined that the actual out of spec. Condition is caused by wear and tear over the last 11 years. According to manufacturing year of 2005; the synframe ½ ring f/holding ring no. 387.336 and component connecting screw were over 11 years in use. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient age or date of birth and weight not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during a micro discectomy procedure on (B)(6) 2017, the screwdriver tip would not engage the synframe half ring because the synframe half ring appeared to be stripped. The two (2) half rings could not be assembled, resulting in the use of the synframe was abandoned for this procedure. Hospital retractors were used in its place. Surgery was delayed approximately five (5) minutes. No harm to patient was reported. Concomitant devices reported: screwdriver (part unknown, lot unknown, quantity 1), screw (part unknown, lot unknown, quantity 1). This report is for one (1) synframe half ring. This is report 1 of 1 for (B)(4).